Manufacturer narrative:
Device details were not available at the time of this report. This report is submitted on january 3, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced persistent infections and subsequently was hospitalised for five days (date not reported).

Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics (date not reported). The infection has since resolved.